Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tracking number pe:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: stress urinary incontinence demonstrated on urodynamics, cystocele, rectocele, pelvic floor relaxation. Post-operative diagnosis: stress urinary incontinence demonstrated on urodynamics, cystocele, rectocele, pelvic floor relaxation. Name of procedure: trans-obturator tape placement for a mid-urethral sling, cystoscopy, perineorrhaphy, posterior repair, anterior repair with sacrospinous ligament fixation.